Event description:
This case is reported by a physician via sales rep. The pt's medical history and concomitant medication info was not provided. On an unk date, the pt began therapy with insulin lispro (humalog), (20 iu unk frequency) for the treatment of type I diabetes mellitus. Starting in 2002, the pt began therapy with human insulin isophane suspension 70%/human regular insulin 30% (humulin 70/30), (34 iu unk frequency) via humapen ergo burgendy clear pen ms8930. Also for the treatment of type I diabetes mellitus. On an unk date, while receiving both humulin 70/30 via humapen ergo and humalog via syringe, the pt experienced hospitalization for hyperglycemia when pt started using the humapen ergo delivery of humulin 70/30. In 05/2002, the pt's physician stopped use of the humulin 70/30 via humapen ergo delivery and the hyperglycemia resolved. It was reported that when the cartridge was inserted, the piston did not go up, it got stuck. It is unk if therapy with humalog continued. No add'l info is expected. The reporting physician felt that there was no possible relationship between the humulin 70/30 and the hyperglycemia. The pt was the user of the humapen ergo device, it is unk if the pt was a trained user. The pt had used the humapen ergo from 04/2002 until 05/2002 (one week). It was reported the humapen ergo will be returned to the co for analysis. The reporting physician felt that there was a possible relationship between the humapen ergo and the hyperglycemia. The humapen ergo was discontinued. Analysis info is pending. Update: may-2002: add'l info rec'd the day before from the affiliate. Added humapen ergo type and lot number; updated suspect device pages, cioms and narrative. 4 days later: add'l info rec'd the day before from the affiliate and global product complaint report. Added cid number, corrected lot number, updated narrative. Jun-2002: preliminary analysis statement entered to device pages.

Event description:
Teal-clear pen ms8929 pen body with opaque cartridte holder attached (cid136575, lot 40073 for pen body. This was the pt's first use of the device. He had not used any other pens, including other mfg pens in the past. The pt was completely recovered after two days. It was also later reported that there was not enough pressure to properly move the piston when the filled cartridge was placed in the device. Humalog was continued. And he was traines use. The pt was trained by his physician in the physician's consulting room. It was initially reported the humapen was discontinued and would be returned to the co for analysis. However it was later reported humapen is being continued and works fine. On 8/6/2002, it was reported that the device is being returned to MFR for analysis. Pharmaceutical delivery systems provided preliminary comments on 6/5/2002: no material has been returned, in the event the humapen is returned, an investigation will be performed. Pharmaceutical delivery systems provided detailed analysis on 8/14/2002: the detailled investigation established tha the device is within specification for dose accuracy, glide force and functionaility. The device had a opaque cartridge holder attached and both engagement tabs were intact. Update: 6/13/2002: additional info received 6/12/2002: udated suspect device pages; updatd narrative. Update: 8/8/2002. Additional info received from the affiliate on 8/6/2002. The en device is being returned to MFR for analysis. The event of hyperglycemia and the pen lot number verified, narrative and device pages updated. Update 8/14/2002: pharmaceutical delivery systems entered result/conclusions and corrective actionon the suspect device page, updated the narrative and cioms-ii field. Update 8/19/2002: quality product complaint report reviewed, updated suspect device pages, cioms and narrative.